Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Event description:
The customer reported that the insulin pump was exposed to fluid. The blood glucose reading was 39 mg/dl. Prior to the event, the patient was swimming and the unit was exposed to water. Moisture is visible on the display screen. The insulin pump was not dropped. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.